Event description:
It was reported that after the pocket closure of the implant procedure of this right ventricular (rv) lead on (B)(6) 2025, a fluoroscopy was performed, and it was noted that the helix was retracted. As a result, this rv lead was explanted and replaced on the same day with a non-boston scientific lead. No additional adverse patient effects were reported. This rv lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.